Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter-defibrillator exhibited oversensing and sensing noise resulting in short automatic mode switches due to atrial pacing. The egm's session records were reviewed there was high frequency noise that was inhibiting pacing. The device was reprogrammed to what was recommended by technical service and the patient would be monitored in clinic at next follow up. The patient experience no adverse consequence.